Event description:
The dome tip pointed downward when partially unsheathed. Once the filter was fully unsheathed, the dome turned right side up and was in the target location.

Manufacturer narrative:
Dome tip pointed downward when partially unsheathed. Once the filter was fully unsheathed, the dome turned right side up and was in the targeted location. No sample supplied. Device history record review was not possible because mfg lot# was not supplied. Without a sample or valid lot number, co is unable to confirm this complaint.